Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: 3i product has not been returned at this time. Therefore unable to do a physical investigation , no conclusion can be drawn. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.

Event description:
The doctor stated that the patient presented with a fractured abutment. The doctor indicated there was no infection or injury.